Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was kinked. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: : it was reported that the anesthesia and pacu staff found the sets clinically unacceptable (omitted on initial). Correct quantity to an unspecified number, at least three (3) (reported as one on initial). H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.